Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as no device was returned. X-rays were reviewed but were too poor quality to reach any conclusions regarding the reported implant fracture. Device history record (DHR) review identified no related manufacturing deviations or anomalies. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address implant fracture. No further information is available at the time of this reporting.